Event description:
In 2009, the lay user/pt contacted lifescan alleging that the display of the onetouch ultra meter was fading. The medical surveillance specialist (mss) was unable to reach the pt for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The pt said the issue began about 6 weeks prior to contacting lifescan. She said that she felt symptoms of sweating and dizziness about 4 weeks prior to contacting lifescan. She said that at the time the symptoms started she was taking orange juice, hard candy, and 10 more units of insulin. The pt was taking lantus insulin and glucophage pills at the time of the product issue. She said the treatment ended 2 weeks prior to calling lifescan when her friend lent her a backup meter. She mentioned a result of lower than 350 mg/dl on the other meter. According to troubleshooting performed with customer service, there was misuse of the product. Although details of the incident are unk this complaint is being reported because the pt alleged the display was fading, could not see her readings, and suffered symptoms that may be indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.